Event description:
The pt had a laparoscopic right hemi colectomy in 2009. On post op day 5, the pt elevated white count 24 and presented ileus. By post op day 6th, pt bowel had not recovered, white count was 20, and abdomen distended. The pt was scanned and air and fluid were detected. On post op day 6th, the pt went back to surgery and had an open abdominal procedure. The anastomosis was opened at the distal end, the ring that was found attached to bowel was removed and the anastomosis was performed with a stapler. Pt is recovering and doing better.